Event description:
Additional information was received that an intermittent loss of capture was observed on the atrial lead.

Manufacturer narrative:
The reported events of high pacing impedance and increased capture threshold were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies, with the exception of damages that are consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in-clinic, high impedance and an increased capture threshold were noted on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was stable.